Manufacturer narrative:
Patient identifier field not sufficient to hold all digits, should read: (B)(6). No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Event description:
A medtronic representative reported that, while in a multi-level spinal procedure, the surgeon went further anterior on the right side of s1 than desired. This was discovered post-confirmation spin. The implant projection in the software was represented correctly and showed a breach in the anterior portion of the vertebral body. The surgeon removed the implant and placed a smaller sized screw that the surgeon determined to be a better fit. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 5 minutes. No known negative impact to patient. Although there was no official complaint of inaccuracy from the surgeon, the medtronic representative reported this occurrence. Medtronic navigation is filing this MDR to ensure visibility to a patient event as a result of a procedure that utilized medtronic navigation's stealthstation s7 system. There is no allegation to suggest that medtronic navigation's device caused or contributed to the reported event.

Manufacturer narrative:
The software investigation found that the reported event was unrelated to a software issue. Per the reported event, the surgeon did not allege any inaccuracy and was aware of his screw's location. Navigation displayed the screw correctly. The software functioned as designed.